Event description:
Facility reports a fiber leak during dialysis. Leak into dialysate with new dialyzer, unprocessed. Extracorporeal system discarded with ebl reported as 250-300 cc, due to discard. Rn will return add'l info requested by fax. Actual device sample saved for evaluation and has been requested.

Manufacturer narrative:
Awaiting results of device evaluation. 9/23/97: the customer's complaint was confirmed. The cause of the leak originated by a crack in the puresin, the potting compound used within the housing. Based on the record review and the type of defect found, we believe this to be an isolated event, as no mfg cause could be identified. Customer letter sent. Complaint closed with continued future trending. There have no further similar complaints of this catalog and lot number.